Event description:
Updated summary: customer was using expired infusion sets.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b3.b5,h6(medical device problem code) with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value above 600 mg/dl at the time rushed to the hospital. The customer was using the insulin pump system within 48 hours and the auto mode/smart guard feature was not active at the time of the high blood glucose event. The customer received a low-battery pump and found no alarms. The customer ran a self-test and it was passed. Troubleshooting was performed. When in the hospital the customer wasn't using the meter which was lost. The customer ran a self-test and it passed. The customer had a high blood glucose was 700+ mg/dl and diabetic ketoacidosis in the hospital where they treated for it with drip leading up to the event. The customer didn't have a meter to take a finger stick and used the pump until treated by the emergency medical services and the hospital. The nature of treatment was admitted to the hospital and emergency medical services were dispatched. The length of hospitalization was 7 days. The symptoms the customer reported at the time of the hospitalization event were tired/weak and shortness of breath. The reason for hospitalization was diabetic ketoacidosis and high blood glucose. The customer tested for ketones and the results of the ketones test were high. The hospitalization treatment was IV insulin drip (intravenous insulin infusion). No further patient complications were reported. It was unknown whether the customer will continue using the device and the insulin pump will not be returned for analysis.